Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) had an ¿ anormal aspect¿ and non-conformance ¿when the surgeon opened the box.¿ it was further reported ¿there was maybe one impact between the iron and silicon¿ of the ins. It was stated that ¿nothing¿ had led to the event and that they had only looked at the product. The ins was replaced at the time of the procedure as a result of the event and the issue was resolved. It was noted the ins was ¿never implanted¿ and the patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found there were ¿no significant anomalies observed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.